Event description:
It was reported that the patient presented for MRI procedure. Upon programmed into MRI mode, it was noted that the left ventricular exhibited high pacing impedance. Temporary programming changes were made for MRI procedure. The device was reprogrammed back to initial setting after the MRI procedure. The patient was stable throughout.